Manufacturer narrative:
A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6)as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for right distal radius fracture with two-column plate, va locking screws, ti locking screws and the screwdriver shafts. During the inserting the screws, the surgeon used the screwdriver shafts, but the screwdriver shafts stripped all screws because the screwdriver shafts bit with the screw head shallowly. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: torque limiter (part # 511.776, lot# unknown, quantity 1), torque limiter handle (part # 03.110.005, lot# unknown, quantity 1), unknown plate (part # unknown, lot # unknown, quantity unknown). This is report 2 of 3 for (B)(4). Related product complaint (B)(4).

Event description:
Updated ed: this pc is related to (B)(4) which reports that a few events about screwdriver shafts which the surgeon faced this year. This pc reports that the screwdriver shafts stripped the screws on (B)(6) 2019. It was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for right distal radius fracture with two-column plate, va locking screws, ti locking screws and the screwdriver shafts in question. During the inserting the screws, the surgeon used the screwdriver shafts, but the screwdriver shafts stripped all screws because the screwdriver shafts bit with the screw head shallowly. There was no surgical delay. The surgeon commented as follows. The surgeon had used two-column plates for at least 4years, but especially this year, he faced the events like this case several times (reported by (B)(4)). The surgeon was afraid that the screwdriver shaft stripped the screw head because he supposed the screw removal. Doesn¿t the star-shaped originally improve the connection between the screwdriver shaft and the screw head? The surgeon wanted to know that how often the screwdriver shafts were replaced, and generally how many operations they were used in. Concomitant device reported: torque limiter (part # 511.776, lot# 24251, quantity 1), torque limiter handle (part # 03.110.005, lot# 9064923, quantity 1), unknown plate (part # unknown, lot # unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated event description. H3, h6: investigation summary: investigation site: cq zuchwil. Selected flow: visual . Visual investigation: the complaint condition is confirmed as the screwdriver is worn out and in used condition. The returned instrument is in very used condition and shows wear marks and scratches on the surface of the whole instrument. Conclusion: after a visual inspection per guidance provided in windchill document # 0000277191, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 314.453. Lot: 8147688. Manufacturing site: hägendorf. Release to warehouse date: nov.23, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.